Event description:
It was reported that during an attempt to implant the right ventricular (rv), the physician could not fully insert the stylet, and the lead tip was deflecting downward during ventricular contraction. Another rv lead was implanted. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of difficult to insert stylet and operation issue was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction.